Event description:
On (B)(6) 2010, patient reported her blood glucose has been running high for the past week. Patient stated her blood glucose reading is running 300-600 mg/dl. Patient reported she tested this morning with a blood glucose result of 399 mg/dl; gave herself 20 units of insulin as a correction bolus. Patient reported she is thirsty and her legs hurt due to the elevated blood glucose. Patient stated she has not tested since this morning. Patient reported she did not test after the correction bolus; unable to determine if her blood glucose has returned to normal. Patient's target blood glucose is 180 mg/dl. Patient wanted to increase her basal rates. Advised patient she needs to consult with her doctor first. Patient stated she has a lot of health problems and is on a lot of medication. Patient reported "I can't use the pump without the bolus calculator". Advised patient the bolus calculator is used as a tool to help her calculate her bolus amount, and she should be aware of how to do this without it. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.